Manufacturer narrative:
B3: unknown; month and year valid h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing could not confirm the customer's complaint. No issues were found in the event history log. Visual inspection showed no physical defects. Downstream occlusion test was performed, and the pump passed all test criteria. Upstream occlusion sensor test was performed, and the pump passed all test criteria. Audible alarm check low, medium, and high tests were performed and the pump passed. The pump software was updated preventatively. The pump passed all test criteria.

Event description:
It was reported that the device was not alarming and kept going even when there was occlusion. Per reporter, the problem occurred during testing and there was no patient involvement.